Manufacturer narrative:
The tech replaced the siderail center arm, latch cover and detent to repair the bed.

Event description:
Info received indicates the right intermediate siderail will not latch due to a broken center arm.